Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guiding catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation, the connection between the stopcock and the flush port was loose, and the fluid column was lost. If this were to reoccur in the anatomy, there is a potential to cause or contribute to serious injury. It was reported that during preparation of the steerable guiding catheter (sgc), flushing was started, but the fluid column was lost because the stopcock popped off of the sgc flush port. The stopcock would not stay secure on the flush port; therefore, additional stopcocks were attempted, but not successful. The sgc was not used in the anatomy, and replaced successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported leak was likely related to the loose connection between the stopcock and hemostasis valve luer; however, based on the reported information and without the device to analyze, a cause for the loose connection could not be identified. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.